Manufacturer narrative:
H3: logs were received and software analysis was completed. The analyst reviewed the logs and observed there were two sessions. From all the sessions, the electromagnetic localizer was used. From the first session observed communication to/from the localizer had faulted and restarted localizer. After this, they received the error ¿failed to open communications¿ and ¿failed to open usb device¿ multiple times message. From the second session there were no such errors observed. From the description mentioned ¿the site reseated the emitter cable and the issue resolved¿. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.1.0, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a surgery, the system displayed a ¿localizer faulted¿ message. The site reseated the emitter cable, and the issue resolved. It was noted that the site continued with surgery without issue. Additionally, troubleshooting steps were performed. At the time of call, the issue could not be replicated. The manufacturer representative checked the print camera diagnostics and there were not faults reported. There was less than an hour delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
Please see section b5 and section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that at the time of call for troubleshooting, the issue could not be replicated. The manufacturer representative (rep) checked the printcameradiagnositcs and there were no faults reported.

Manufacturer narrative:
H2 additional information: section d and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.